Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria were defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was returned to pentax medical from a customer on 08/25/2021 with a concern of fail wet leak test. Inspection of the seal between the distal body and distal cap was performed on 08/31/2021. The device failed the inspection criteria. Additional inspection findings are as follows: distal cap - fixed type failed epoxy seal integrity inspection; leak at biopsy channel (large/ primary) distal side; ccd circuit board corrosion; distal cap/ case cracked; pve electrical pin corroded; primary operation channel resistance; dust inside prism; fluid invasion in umbilical light guide cable; shield cover corroded; failed dry leak test; endoscope failed electrical safety test - hi-pot; fluid invasion in prism; endoscope failed electrical safety test - plct; failed wet leak test; image blurry or foggy; fluid invasion in segment section; fluid invasion in control body; distal cap - fixed type h1 - zone h - seal integrity intact; distal cap - fixed type g1 - zone g - seal integrity intact; distal cap - fixed type f2 - zone f - discontinuities, gaps,; pve electrical connector frame mild corrosion; fluid invasion in pve connector; wrong scope case received; fluid invasion to insertion tube; customer complaint confirmed; control body corroded; distal tip annual maintenance; fluid damage to light carrying bundle the device is currently in the repair process and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; objective lens unit; objective prism assy; operation channel adjusting collar; bending rubber; segment attaching screw; distal case/cap; distal case attaching screw; insertion flexible tube; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; bracket cover connecting receptacle (2); connecting receptacle (3); dr-stopper assy; intermediate plate; staycoil holder bracket; ul-stopper assy; air/water supply tube lg; control body complete pb-free; suction channel lg; light guide cable pcb for ccd k2 pb-free/ntsc; electrical connector assy; gnd wire; remote control wire pb-free; gi-90/i10/k10 series cardboard scope cas. A review of the service history indicates that this device was not routinely serviced at pentax service facility since installed at the facility. There was no adverse event reported with this complaint. No additional information received.